Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported when blood is drawn through, it pushes blood out of the device, and sometimes the back pressure is so great that it sprays gloves and arms. There is no report of patient harm.